Event description:
On 08/13/2007, abbott point of care was contacted by a customer who reported that an I-stat cardiac troponin I cartridge yielded a result of 0.18 ng/ml on a pt at 09:38. Redraw sample taken from pt yielded a result of 0.03 ng/ml, at 10:03.